Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm in zone one. The patient underwent a carotid-subclavian bypass with the left carotid jumped grafted to bypass for the procedure to gain enough proximal landing zone. It was reported that the stent graft was implanted without issue and no endoleaks were noted on the final angiogram. When the physician removed the delivery system from the patient and placed the 18fr. Sentrant sheath in, the physician noticed the common femoral was damaged. The vessel measured 6-6.5mm by CT scan. Once the sheath was taken out, the physician tried to do a patch graft. After losing 3 liters of blood the decision was made to do a trans-position graft on the left common femoral. The physician used a 6mm dacron graft to replace the common femoral and did an end to end anastomoses. Cell saver was on hand for the procedure and the patient¿s blood was restored. The physician was unable to tell which device caused the injury however, thought it would be the delivery system since it is slightly bigger. The patient was also given 2 units of blood and the decision was intubated last night to recover. Also, it was noted that the common iliac had a dissection. At the time of procedure, it was not treated. The physician stated that the event was related to the procedure. In addition, the night of the procedure, the physician had to take the patient back to the or for a second surgery as a clot was observed in the left iliac. The physician, did an angiogram jet and removed the clot from the iliac. The patient was placed on a heparin drip post procedure however, when taken off the vent, the patient was unable to talk. A CT scan revealed a head bleed. The physician stated the patient was doing better and is going to make a full recovery. No additional clinical sequelae were reported and the patient is being monitored. Image review: review of single returned angio still image showed that the valiant stent graft was implanted in zone 1; just distal to the innominate. No stent graft issues were observed.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label (implanting in zone one). (B)(4).